Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.